Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal therapy. No drug information was provided. The indications for use were non-malignant pain and failed back surgery syndrome. The patient¿s pump system was removed on (B)(6) 2012 due to ¿pump infection¿. The patient first started exhibiting signs of infection on (B)(6) 2016. The patient complained of redness, pain, and swelling ¿2 days¿. Fever, and chills were also reported. Diagnostics performed included cbc (complete blood count), blood cultures, CT scan, bmp (basic metabolic panel), and aspiration of site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.